Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the procedure, a blue material dropped into the surgical cavity. It was immediately retrieved and there was no injury to the patient.